Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with garde 4 mixed tricuspid regurgitation (tr), heart transplant and rotated heart for a triclip procedure. During the procedure, two triclips was implanted. After deployment, it was determined that there was a single leaflet device attachment (slda) for second clip and the clip was no longer attached to the anterior leaflet. Additional triclip was implanted to stabilize the slda. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.